Event description:
The customer reported receiving an e6 message on their precision xtra meter and experienced a stomach ache. The customer went to the hospital and they received a reading of 400 mg/dl on an unknown hospital meter. The customer was diagnosed with severe hyperglycemia and treated with two "water bags", insulin and two unknown pills. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the customer previously called in 2009 and reported an e6 message on the reported meter and test strips. During the course of troubleshooting with adc customer service, we advised the customer to return the meter and strips and we sent out a replacement meter and strips.